Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. The aortic arch was severely angulated. It was reported that when the proximal main device was deployed, it landed in the misaligned position and there was a proximal type 1 endoleak. The endoleak was sealed at the level of the second covered stent ring. The decision was made do no further intervention and to monitor the patient. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Results: (aortic arch was severely angulated). Conclusions: (aortic arch was severely angulated).